Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.

Event description:
This report summarizes 21 malfunction events in which the device reportedly overheated. - 8 events had no patient involvement; no patient impact. - 13 events had patient involvement; no patient impact.

Event description:
This report summarizes 21 malfunction events, in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 21 devices were evaluated based on historical data analysis. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.